Event description:
Blood leak occurred during hemodiafiltration (hdf) treatment, dialyzer is used for online hemodiafiltration (ol-hdf), priming of the dialyzer was normal, and blood leak alarm is triggered at about 15 mins after treatment began, the nurse checked the dialyzer, there was no exact leaking spot but dialysate turned red. Unable to return the patient's blood, nurse changed to a new dialyzer. No further issues occurred. Qb 250 ml/min, qd 500 ml/min, tmp 0mmhg, convection target - 30l.

Event description:
Blood leak occurred during hemodiafiltration (hdf) treatment, dialyzer is used for online hemodiafiltration (ol-hdf), priming of the dialyzer was normal, and blood leak alarm is triggered at about 15 mins after treatment began, the nurse checked the dialyzer, there was no exact leaking spot but dialysate turned red. Unable to return the patient's blood, nurse changed to a new dialyzer. No further issues occurred. Qb 250 ml/min, qd 500 ml/min, tmp 0mmhg, convection target - 30l.